Event description:
P.c.c. Line eroded thru subclavian vein. Preterm small for gestation infant born at 27 weeks on t.p.n. And lipids. Dates of use: (B)(6) 2013. Diagnosis or reason for use: small preterm infant needing i.v. Fluids to maintain.